Event description:
It was reported that three days post implant the atrial lead exhibited an increase in capture thresholds, x-ray confirmed that the atrial lead had dislodged. The lead was successfully repositioned on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.